Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient suffered a fall and periprosthetic fracture of the right hip. The summit basic stem was removed and a solution stem with a new mod cathcart head was placed. It was also stated that the femoral stem was loose at bone to implant interface. Doi: (B)(6) 2018. Dor: (B)(6) 2020; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, h5.

Event description:
Procedure time was not extended.